Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead noted a dissection on the part of the insulation. There were no damages seen on other parts. The lead did not pass the pressure test. However, the results of other tests were reflect a normal device function.

Event description:
Boston scientific received information that this right ventricular (rv) lead caused perforation to the heart wall. A rub and stimulation with high pacing was noted. A new lead was implanted. This rv lead was explanted. No additional adverse patient effects were reported.